Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a spiroflex thrombectomy system and no other devices. It was observed that the pump and supply line were cut off 72cm from the manifold, removed, and not returned. The hypotube was broken 27cm from the tip of the catheter. Due to the lack of the pump and the proximal portion of the catheter, the device could not be functionally tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the device separated and broke. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy case in the right groin. During the procedure when the device was inside the patient, the device became stuck inside the sheath when withdrawing. When the physician pulled back, the device separated and broke. They were able to take the piece out so they left no foreign objects. A second spiroflex® angiojet® thrombectomy set was used to complete the case. There were no patient complications and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device separated and broke. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy case in the right groin. During the procedure when the device was inside the patient, the device became stuck inside the sheath when withdrawing. When the physician pulled back, the device separated and broke. They were able to take the piece out so they left no foreign objects. A second spiroflex® angiojet® thrombectomy set was used to complete the case. There were no patient complications and the patient was fine.